Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was used. At an unspecified later time, the patient experienced vaginal erosion and underwent mesh excision. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.